Event description:
The user facility reported a male patient of unknown in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that an interrogation was performed to change the settings of a leadless pacemaker implanted in a patient being managed by impella cp, but it could not be read. The possible causes were noise from electrical outlets around the bed and electromagnetic interference from the impella. There was no harm to the patient.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of positioning issues has been completed. The possible causes were noise from electrical outlets around the bed and electromagnetic interference from the impella. No product was returned for evaluation. The root cause of the positioning issue was unable to be determined as insufficient information was provided to determine if there was a relationship between the mapping device and the use of impella. D.6b explant date was added. B.7 information was added that was inadvertently omitted on the initial manufacturer device report number 1220648-2024-11092. F.6 and f.8 dates were reported on manufacturer device report number 1220648-2024-11092 and should not have been. G.1 revised reporting contact email since the initial manufacturer device report number 1220648-2024-11092 was submitted in accordance with updated procedures.